Manufacturer narrative:
Based on the claim against the sureform 60 stapler by the customer noting calibration failed, an investigation was completed to determine the cause of this reported event. Intuitive has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The sureform 60 stapler instrument was analyzed and found to have hi drivetrain friction failures during initialization based on log review but was not replicated on the in-house system. The instrument was returned in damaged condition. As result, the stapler could not be properly placed on the system. Failure analysis found the secondary failure of lodged component to be related to the customer reported complaint. Upon inspection, the I-beam was manually driven out and was found with lodged staples in the I-beam indicator window, likely causing the hi friction failures observed in the logs. The staple was successfully removed in-house. The root cause of lodged component is attributed to component failure. The complaint regarding the failed calibration was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not reported by site: the sureform 60 stapler instrument was found to have a bent main tube. The bending damage located towards the proximal end of the main tube. As a result of the damage, the stapler could not be properly seated on the universal surgical manipulator (usm). The root cause of this failure is typically attributed to mishandling/misuse, such as excessive loading, or improper handling during transport. The probable root cause of the reported event is attributed to component failure. This complaint is being reported due to the following conclusion: failure analysis confirmed the lodged staples in the I-beam indicator assembly. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy surgical procedure, the sureform 60 stapler instrument calibration failed after two successful firings. The instrument was continuously showing calibration failed. The procedure was completed with a new sureform stapler instrument. The procedure was completed with no reports of patient injury.